Manufacturer narrative:
Manufacturer¿s investigation conclusion: the investigation confirmed the reported irregular power cable disconnect alarms while connected to the power module via log file analysis. No product was returned for further testing. The system controller log file contained the onset of the irregular power cable disconnect alarms on (B)(6) 2025. At 06:50:56, the irregular power cable disconnect alarm was triggered by the voltage on the white power cable dropping below the alarm threshold. At 07:00:12 it appears the system controller was disconnected from the power module and connected to external batteries. The power cable disconnect alarm resolved when external power was no longer connected to the power module. The power cable disconnect alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. Additional information states the issue resolved with a power module and power module cable exchange, no further alarms were reported, and pump operation was not affected by the observed alarms. A root cause for the reported event could not be determined off the information provided. No serial or lot number was provided by the customer to perform a device history record review. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage alarms. This section also states the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. D) section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the power module and its patient cable. Heartmate 3 patient handbook (rev. A) and heartmate 3 instructions for use (IFU) (rev. D) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The heartmate 3 patient handbook (rev. A) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced alarms while on their power module (pm). It was reported that the alarm would beep every three seconds and what registered on the system controller was a countdown from 5, 4, 3, 2, 1 to one beep then alarm resolved but only briefly until it started again. Troubleshooting was performed by trying to unhook the power leads and re-hook the power leads to that same pm, but the alarms did not resolve. The alarms only resolved when switched to battery power. The patient was then switched to a different pm with an ungrounded cable and the alarm did not return. Log files were submitted for review and captured several odd powers cable disconnect alarms on (B)(6) 2025 while the patient was connected to the power module. Replacing the patient cable and pm appeared to have resolved the alarm.

Event description:
It was later reported that there was no interruption to pump support when the alarms occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.